Event description:
Reportedly this device was explanted after an unknown implant duration, due to an unknown reason.

Manufacturer narrative:
Model 2500 or 2500p unable to determine. X-ray evaluation. Valve was received in many pieces. The valve was received in many pieces. Host tissue was detected on parts of the valve. The x-ray demonstrates minor calcification.